Event description:
It was reported that a user did not announce a meal, experienced postprandial hyperglycemia that later trended to hypoglycemia, slept through ilet alarms for an impending low, disconnected from the pump, ingested orange juice, returned to sleep, and subsequently awoke with severe hyperglycemia before reconnecting to the pump and returning to range; user education on appropriate hypoglycemia treatment with fast-acting carbohydrates was provided. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl and reaching 401 mg/dl with tiredness/ trouble staying awake, lethargy, shakiness, cold sweats, and sluggishness during the hypoglycemic episode. Outcomes included episodes of low and high glucose with lows requiring intervention with oral glucose. Investigation included review of available device data and event history as part of complaint handling. Investigation of this case revealed use error related to missed meal announcement and suboptimal hypoglycemia management while disconnected from insulin delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling and therapy use decisions.